Event description:
On (B)(6) 2025, the patient visited the hospital for a follow-up evaluation of surgery performed on (B)(6) 2024, at which time a fracture at the anterior portion of the neck screw of the implanted dyna locking trochanteric nail was identified. The customer reported that no external trauma (e.g., fall) had occurred that could have contributed to the fracture. On (B)(6) 2025, the patient underwent a revision surgery in which the fractured neck screw was removed and replaced with a new one. The patient is currently reported to be in good condition.

Manufacturer narrative:
Review of the provided x-ray images and clinical information indicated that the neck screw fracture was likely due to multiple contributing factors: 1) patient-related factors: x-ray imaging showed that the femoral neck region did not achieve union after surgery and continued to demonstrate lateral displacement. A delayed union with refracture was confirmed. As a result, even without external trauma, prolonged loading could have caused fatigue fracture of the screw. 2) wedge wing non-deployment: the wedge wing is a design feature intended to provide cut-out resistance. However, if the wing is not deployed, the load distribution effect is reduced, creating a structural vulnerability. This was the first reported case of a neck screw fracture. The event was considered to be related to patient condition or other factors than a manufacturing defect.